Event description:
An aide was assisting a resident down a ramp when the back cane grip allegedly came off the chair, causing the chair to spin. The resident was allegedly thrown from the chair. The aide allegedly fell and broke their hip. No injury to the resident is alleged.

Manufacturer narrative:
While transgressing a ramp the handgrip had come off the chair and although the user was not injured the attendant allegedly fell and broke their hip. Manufacturers user guide was reviewed and current user guide covers this area. MFR views this incident as a maintenance issue. Dealer has since serviced the unit and chair remains in use. MDR filed based on alleged injury.